Event description:
The customer reported via phone call that the insulin was not exiting the tubing. When she disconnected the tubing and took the infusion set off her leg, it was wet. However everything was connected correctly. As the customer tried to push the insulin through with the plunger rod it gave her resistance. Customer's blood glucose level was 300 mg/dl. She declined further troubleshoot. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.